Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference manufacturer report: 1627487-2011-02128. The patient received an scs system, including two percutaneous leads, on (B)(6) 2010. It was reported one of the patient's leads will be explanted and replaced due to a loss of stimulation and invalid impedances. As the lot number for the lead being explanted was not provided, a report has been submitted for both of the patient's leads. It is currently unknown if the lead will be returned to the manufacturer for analysis once it is explanted. Follow up on the patient found no further issues reported.